Manufacturer narrative:
(B)(4). Concomitant medical products: cat# 00500105028 liner 28 mm, lot# 64628872. Cat# 00811404000 femoral stem - 12/14 neck taper, lot# 64088493. Cat# 00500105100 shell 51 mm, lot# 64550982. Foreign: country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00434, 0002648920 - 2020 - 00435, 0002648920 - 2020 - 00437.

Event description:
It was reported that a patient underwent bipolar arthroplasty on an unknown date. Subsequently, patient underwent a revision to do a wash out due to a hematoma. Upon inspection, the joint capsule was found affected therefore the shell, liner and head were removed and replaced. The surgeon the found the stem to be loose. The whole construct was removed and replaced. No additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies related to the event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.